Event description:
Plaintiff alleges that as a further direct and proximate result of her continued and repeated exposure to latex gloves manufactured and/or distributed by the aforementioned defendant, she had suffered severe and irreversible type-I latex allergy. Plaintiff's spouse of other plaintiff, alleges loss of consortium. In addition, children of plaintiff allege loss of consortium.